Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that quality controls for albp albumin bcp on the cobas 8000 c (701) module were fine during the evening of (B)(6) 2019. Controls were outside of range the next morning. The customer repeated testing for an unspecified number of patient samples and discrepancies were noted on samples run after 6:30 on (B)(6) 2019. The albumin test was re-calibrated and controls were fine afterwards. The patient sample results were ok as well. The customer stated that the same issue has occurred several times during the week. The customer provided data for 35 patient samples that were affected. Of these, 27 had erroneous albumin results. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The albumin reagent lot number was 356514. The reagent expiration date was asked for, but not provided. The field service engineer replaced the gear pump and adjusted the pressure. He cleaned and examined the wash stations, cleaned the degasser tank with hypochlorite, changed the sample probe, cleaned all probes with hypochlorite, changed tubing, and adjusted probes. Controls were find and no further issues were reported. The investigation determined that the issue was resolved by the service actions.